Event description:
While using the acuson sc2000 system, image artifacts were found during an electro cautery surgery. This occurred while using a z6ms transducer. The procedure was completed using a different system and the same transducer. There was no injury.

Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference # (B)(4).

Manufacturer narrative:
This supplemental report is being submitted to provide investigation information. In this case, the root cause is unknown for the parts are not available for investigation and were scrapped. Further investigation is not possible. Probable root cause due to a defective power cord or ppm. The artifact issue was resolved by replacing the ppm and the system power cord. The system is fully functional. Reference #(B)(4).